Event description:
Our office in (B)(4) reported male pt experienced eye pain after wearing lenses that had been disinfected/neutralized with consept 1step. When he tried the product again, he had no further problems.

Manufacturer narrative:
Consumer returned his lens case with solution in it. The solution was 1% hydrogen peroxide. The consumer's neutralizing tablets were found to meet specs. The root cause has not been established.